Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Claims front left caster arm broke and end user claims they fell over in the van when turning a corner.

Manufacturer narrative:
The device was returned and evaluated. The evaluation determined the alleged incident to be user error.

Event description:
Claims front left caster arm broke and end user claims they fell over in the van when turning a corner.